Event description:
It was reported that the dental implant failed because it was fractured on the part of the head.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One imp, tsv, 4.1mm, sbm, 10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified implant fracture at collar. Functional testing could not be performed since the product was fractured. Pre-existing conditions noted on the per were moderate bone density - type ii the reported device had been placed on tooth #46 (fdi) for approximately 7 years. Implant was loaded prior to failure. Device history record (DHR) review for the lot: (62840502) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (62840502) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.